Event description:
Report of increase in hematoma formation at the venipuncture site during whole blood donations. Nursing staff at this account has been inserviced by MFR on proper needle cover removal and venipuncture technique related issues. Event date: 3/93.